Manufacturer narrative:
The qc recovery data provided was within specification. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys he4 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 15.0 pmol/l with flag. The result did not match the patient's clinical diagnosis which prompted the customer to repeat the sample. The repeat result was 73.9 pmol/l. No questionable results were reported outside of the laboratory.